Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the review of stored daily diagnostics at a clinic follow-up, this right atrial (ra) lead exhibited low out-of-range (oor) pacing impedance measurements, measuring less than 200 ohms. Further analysis was performed to determine the cause. A chest x-ray showed no abnormalities. However, noise was oversensed during isometric testing, which resulted in pacing inhibition. The patient did not experience greater than two seconds of asystole. A micro fracture in the lead insulation was suspected. The clinician elected to schedule a lead replacement as this ra lead has been implanted for over 13 years. Company representative confirmed the lead was surgically replaced at an unknown facility. No additional adverse patient effects were reported.